Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the down and left arrow buttons were not working properly. The customer's blood glucose level was unknown. The customer stated that there was a lag or delay wherein she hsd to press the button for 4-6 times before the insulin pump responded. The customer stated that there was intermittent response for a while in the last couple of months but these past couple of days, the buttons were not responding immediately. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated pressing menu button took them to the menu screen. Customer stated using the up arrow allowed them to navigate screens. Customer stated using the down arrow allowed them to navigate screens. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer states the buttons are responding now. The insulin pump will be returned for analysis.